Event description:
Device 1 of 2. Reference MFR report 1627487-2011-07140. The patient received a scs system on (B)(6) 2010. It was reported on (B)(6) 2011 that three days post-implant, the patient complained of excruciating rib pain for several days. The patient was seen by a pain doctor and a neurosurgeon post operation. The patient declined reprogramming and did not turn the stimulator system on. The patient instead had the system removed. No further complications were noted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.